Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the handpiece device would run in the locked position, and the mode switch resistance was too high. It was noted that the device could run in the locked position. It was further determined that the device failed pretest for check in ¿off¿ mode with operating triggers, check forward (fwd) / reverse (rev) direction modes function, and function check of oscillation angle. It was noted in the service order that the device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the handpiece device was damaged was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device would run in the locked position. The assignable root cause of this condition was determined to be traced to component failure due to wear.